Event description:
Customer reported that he is receiving no delivery alarms during bolus. Customer changed his site and alarm recurs. Customer was advised to disconnect at the quick release and perform fixed prime, insulin did exit. Customer stated the reservoir on was cracked because he got frustrated and threw it, he was filling a new one. Customer stated he had blood at site. He declined any further troubleshoot. Blood glucose value was 175 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.